Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Additionally, it was reported that a unexpected pump shutdown occurred. There was no reported adverse impact to the customer. Pump was reset to resolve the issue. Customer declined to provide further information to tandem technical support.